Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt failed functional testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) is currently underway. The reported problem (test failure) was confirmed. Upon receipt the belt failed incoming functional testing. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective belt.